Event description:
Patient had required an emergency trach change due to mucous plug. When the trach was removed, it was found to have the silicone on the shaft broken and the coil wire exposed underneath it. Product has since been discarded.